Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Explanation and rationale: unfortunately, due to a lack of data and without the product we cannot determine the exact root cause for the mentioned deviation. According to the quality standard, a production error and a material defect can most probably be excluded. If further investigations are required, the product should be provided for examination. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
It was reported that there was an issue with the product pm450r - handle for bipolar instruments. According to the complaint description, the ceramic was damaged and lost during cleaning after surgery. This event occured before 20 uses. A fragment may have remained in situ. Additional information was not provided nor available. Additional patient information is not available. The malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2023-00147 (B)(4), 9610612-2023-00053 (B)(4), 9610612-2023-00182 (B)(4).